Event description:
It was reported the patient received an inappropriate shock. The physician determined the rhythm before the shock was supraventricular tachycardia. The patient was hospitalized and the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.